Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that medication was missing from both the station and the server for an individual patient. A technical support the user escalated the issue to the admitting department, which identified the root cause: a missing medical record number in one area. The interface team (cpsi) corrected and updated visit ID 10605081, after which the previously missing order began appearing on both the station and server sides. The original order and the re-created patient record intended for reconciliation were not received on the es side due to missing critical details such as the medical record number and doctor¿s last name, resulting in a complete miss and failure of detection. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server, medication was missing from both the station and the server for an individual patient. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: model#, catalog#, serial#, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, medication was missing from both the station and the server for an individual patient. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.